Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three weeks after the valve implant procedure, the patient required surgical intervention at the arterial access site, which was complicated by a pseudoaneurysm of the right common femoral artery with an abdominal hematoma. Thepatient was hospitalized for four days as a result. The physician assessed the adverse event as possibly related to the device and the implant procedure. Approximately five months after valve implant, the patient was hospitalized for chest pain and paresthesia extending to the upper limbs. This adverse event was also assessed by the physician as possibly related to the device and the implant procedure.

Event description:
It was reported that approximately three weeks after the valve implant procedure, the patient required surgical intervention at the arterial access site, which was complicated by a pseudoaneurysm of the right common femoral artery with an abdominal hematoma. The patient was hospitalized for four days as a result. The physician assessed the adverse event as possibly related to the device and the implant procedure. Approximately five months after valve implant, the patient was hospitalized for chest pain and paresthesia extending to the upper limbs. This adverse event was also assessed by the physician as possibly related to the device and the implant procedure. Additional information was received that clarified surgical intervention was performed due to the pseudoaneurysm and abdominal hematoma.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.